Manufacturer narrative:
Still implanted.

Event description:
Patient had been previously implanted with the inspire system. Later patient underwent spinal fusion surgery, unrelated to his inspire therapy, in his neck area during which his stimulation lead was accidentally cut. Patient can no longer use his inspire therapy. Lead will be replaced after the patient has healed sufficiently from his spinal fusion surgery.